Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and received multiple no delivery alarms. The customer's blood glucose was 600mg/dl; treated with a bolus. Customer contacted their health care provider and was advised to visit the emergency room and was admitted in the intensive care unit; treated with IV drip. The customer was allowed to treat with pump in the hospital, but blood glucose got elevated and placed her back on the IV drip with insulin. The customer's current blood glucose was 387mg/dl. The customer stated the insulin vial looked cloudy. Customer stated currently the cannula is straight, but it looks like something is trapped in it. At the time of high blood glucose, customer removed cannula and it was bent. The pump alarmed no delivery alarm during manual prime. Customer's blood glucose at the time of no delivery was 284mg/dl. The customer removed the set due to the high blood glucose. The customer was advised the pump will be replaced.